Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2013, due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, elevated metal ion levels, and reactive synovitis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, elevated metal ion levels, and reactive synovitis. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2013 was due to elevated metal ion levels and reactive synovitis. The operative report noted a bone deficiency in the anterior aspect of the greater trochanter, clear yellow fluid, and reactive synovitis. Also noted was no significant tissue staining or metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.